Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer experienced low blood glucose levels around (B)(6) 2021, with unknown blood glucose levels at the time of the incident. It is unknown how the customer treated the lows. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer kept running low and was advised by their health care provider to get off the pump. The customer later passed away from cancer several months after being off the pump. The insulin pump will not be returned for analysis.